Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the patient stated that they had issues with the pump that got replaced and now this one was doing the same thing but worse. The agent understood that the patient was referring to the handset and not the actual pump. The agent clarified with the patient and the patient said that the handset was lagging at 90% for 6-7 minutes and that also error code 156 kept appearing. The agent reviewed handset lag and code 156 with the patient, however the patient cut agent off and was demanding a replacement handset. The agent attempted several times to review and assist the patient with clearing the data, however the patient was very uncooperative and arguing with agent. The patient said that they had done all of this and cleared the cache even with the last handset. The agent reviewed difference of clearing the cache versus clearing the data. The patient was very uncooperative and kept insisting on getting a new handset. The patient said that they had also tried a new communicator as well, but they were still having the same experience. The patient said that the equipment didn't give them a bolus until after 4-5 minutes. The agent eventually was able to guide the patient through clearing the data during the call. The patient said that the handset "froze" after tapping ok on the pop up from clearing the data, however agent understood that the pop up had just gone away. The agent was trying to guide the patient through connecting to the pump, however the patient said that the handset stayed on 90% and then 156 appeared. The agent connected the patient to the healthcare information technology (hcit) for further assistance.

Manufacturer narrative:
Continuation of d10: product ID hh90t01, serial# (B)(6), product type: mobile platform. Product ID a820 serial# unknown. Product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.